Event description:
Ruptured right saline breast implant removed on 1/29/97. Rupture date is 10/30/96 with no stated cause of rupture. Pt also had bilateral breast ptosis and bilateral mastopexy as well as implant exchange.